Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump display went blank. Customer cannot recall blood glucose reading. Troubleshooting was performed. Customer inserted new battery but the display did not return. Customer insulin pump was not damaged. Customer was not calling back after receiving a battery cap. Insulin pump will not be returning for analysis.